Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the customer filled the cartridges with approximately 300 units of insulin. However, the customer was unable to provide the amount of insulin that had been delivered. The customer reported blood glucose level elevated up to 500 mg/dl with ketones. To address bg levels, the customer delivered a correction bolus via manual injections and changed the infusion site. Tandem technical support educated the customer regarding insulin gauge calculations and recommended the customer upload the pump data for tandem technical support to review. Although requested, no additional information was provided regarding the reported event.